Event description:
It was reported that this right ventricular (rv) lead was an attempted explant and was surgically abandoned due to lead was damaged by laser. The lead was then explanted the next day. No additional adverse patient effects were reported.